Event description:
The customer reported that during a robotic hysterectomy, no one was present at the robotic console to activate the power source that activates the pedal. However, upon advancing instruments there was smoke and a burn spot appeared on the bipolar cautery instrument. There was also a burn on the pt's uterus. The site found that the active bipolar device cord had been plugged into the generator's monopolar output instead of the bipolar output, and the robotic unit had instigated the electrical function without any input. The degree of burn to the pt's uterus is described by the site as unk and undocumented. The site does not consider the pt to have been harmed, being as this was a hysterectomy and the uterus was being removed anyway.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. Without a sample, covidien could not perform an investigation, therefore, the reported condition of a self-activation could not be confirmed. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.